Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection amikacin (250 milligrams, once a day (od), route and duration not reported), injection vancomycin (1 gram, od, route and duration not reported) and injection magnex (1 gram, od, route and duration not reported) for peritonitis. At the time of this report, the patient¿s condition was reported to be stable but the outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported; however, it was reported that the physician was planning to remove the patient¿s pd catheter. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was not responding to the antibiotics. Two days prior to the receipt of this report, the patient¿s peritoneal catheter was removed and dianeal therapy was discontinued (current mode of dialysis was not reported). Should additional relevant information become available, a supplemental report will be submitted.